Event description:
It was reported that the external pulse generator (epg) would not turn off fully, that the top of the liquid crystal display (lcd) stayed on. The user tried a new battery but it did not help. The epg was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator (epg) would not turn off fully, that the top of the liquid crystal display (lcd) stayed on. The user tried a new battery but it did not help. The epg was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis confirmed the reported failures of light-emitting diodes (leds) turning on with application of power to unit and display staying on after pressing the off button were caused by a diode-switch component failure. No other failure modes were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper part of the display stayed on when the device was powered off, the main printed circuit board (pcb) was out of specification. It was also noted that there were missing segments on the lower part of the display, the upper and lower case halves were broken, both bail covers and ring cover were broken, the battery contacts were compressed and the ring was bent.